Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. The user stated that their blood glucose level was "fine". The user successfully reloaded the cartridge and resumed insulin delivery.